Event description:
According to the reporter, the device won't power up on battery. Recurring battery. No pt use associated with this report.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.